Event description:
Patient presented for elective knee surgery. During the procedure, the surgeon was using a patellar cutting guide. The instrument broke, all pieces were accounted for, checked by the surgeon, scrub tech, and circulating nurse. The instrument was taken out of service and the company (depuy) was contacted. A new patellar cutting guide was used. No patient harm. No additional treatment needed. Discussed w/ surgeon, the surgeon noticed a loosening of the one bolt of the guide, which was a holding device. FDA safety report ID #: (B)(4).